Event description:
Caller states that a hospital staff member reportedly received the following results on the inform system within 10 minutes: 130 mg/dl, 141 mg/dl (inform system 1 - (B)(4)) and 272 mg/dl, 139 mg/dl (inform system 2 - (B)(4)) and 129 mg/dl, 161 mg/dl (inform system 3 - (B)(4)). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the hospital staff member with following meter/strip combinations: (B)(4) for inform meter (B)(4), comfort curve strip lot 551844 (B)(4) for inform meter (B)(4), comfort curve strip lot 551844, (B)(4) for inform meter (B)(4), comfort curve strip lot 551844.